Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and the patient experienced heart block treated with temporary pacemaker and prolonged hospitalization. It was reported that post afib procedure, the patient was waking up from anesthesia and went into heart block. A temporary pacemaker was placed. The physician thought it was anesthesia related. The patient's heart rhythm returned, and the patient was sent to observation. Additional information received indicated that the physician¿s opinion on the cause of this adverse event was that it was patient condition/anesthesia reaction. The patient required extended hospitalization because of staying overnight to monitor their conduction. The patient had wide left bundle branch block (lbbb) morphology before the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 23-mar-2026, additional information was received indicating that only a farapulse generator was used during this case. A bwi ablation catheter was not in use. As such, this event is no longer considered to be MDR reportable against the octaray mapping catheter or any other bwi device. Manufacturer's ref. # (B)(4).